Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device change out procedure, the atrial lead exhibited insulation abrasion. The lead was repaired with a repair kit and remained implanted. The patient was well post procedure.